Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification. The root cause could not be identified by the investigation. The surgeon was unwilling to be contacted; therefore, no follow up was conducted. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, she has noticed several pts with lens rotation up to 80 degrees. The surgeon was unwilling to be contacted; therefore, no follow up was conducted.